Manufacturer narrative:
Additional information will be provided once the investigation has been completed. (B)(4).

Event description:
It was reported that the anchor became stuck in the inserter. The inserter released the anchor before it was placed at the appropriate depth.

Manufacturer narrative:
The product was not returned for investigation therefore the reported failure mode was not confirmed. Alleged failure: anchor became stuck in the inserter probable root cause: design. Anchor/inserter too large to insert into cannula. Anchor/inserter has difficult sharp/geometry which impedes insertion. Manufacturing. Anchor/inserter not manufactured to specification. Anchor/inserter not assembled to specification. Application: excessive force. Off angle insertion. The alleged failure mode will be monitored for future reoccurrence. Mfg date: (B)(6) 2016. (B)(4).

Event description:
It was reported that the anchor became stuck in the inserter. The inserter released the anchor before it was placed at the appropriate depth.